Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue, the hold function works as it should when the button is pressed. However, when the alarm is set to voice or voice and tone, the pre-recorded message begins to play but unit shuts off automatically after a second or two. Unit powers back on automatically after about 5 seconds. The results are the same when playing back the custom recorded message. Low battery indicator sounds only once instead of continuously as it should. Unit passes all functional tests. Physical observation of the alarm found there is battery leakage residue on the battery springs inside the battery compartment. Aqualert water indicator label shows moisture exposure. Warning label is missing. The posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped,, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. Do not mix old and new batteries, or battery brands within the battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
The customer reported the hold button is not functioning properly but has very limited information. The customer did not provide a date when discovered. No pt/personnel incident or injury was reported.